Event description:
It was reported that the nurse stated that the arctic sun device alarmed 80 non-recoverable system error. Advised to power device off and back on for system reboot. Nurse noted they were already in the process of swapping out to an alternate device. Advised when they receive this alarm, could typically reboot the device, and the alarm would be resolved. Per follow up information received via task on 19nov2025, spoke with nurse who stated they had another patient come in shortly after they removed the device from the original patient that required ttm. Charge nurse ordered trying the device and they did not experience any issue or return of alarm 80. Device remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Advised to power device off and back on for system reboot. Nurse noted they were already in the process of swapping out to an alternate device. Advised when they receive this alarm, could typically reboot the device, and the alarm would be resolved. Per follow up information received via task on 19nov2025, spoke with nurse who stated they had another patient come in shortly after they removed the device from the original patient that required ttm. Charge nurse ordered trying the device and they did not experience any issue or return of alarm 80. Device remained in service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device alarmed 80 non-recoverable system error. Advised to power device off and back on for system reboot. Nurse noted they were already in the process of swapping out to an alternate device. Advised when they receive this alarm, could typically reboot the device, and the alarm would be resolved. Per follow up information received via task on 19nov2025, spoke with nurse who stated they had another patient come in shortly after they removed the device from the original patient that required ttm. Charge nurse ordered trying the device and they did not experience any issue or return of alarm 80. Device remained in service.